Manufacturer narrative:
It was determined that there was no malfunction with the device that caused or contributed to the user's injury and the patient death, as this was the result of the vehicle being involved in an ambulance accident.

Event description:
It was reported that there was an ambulance accident involving stryker products, where the vehicle flipped over multiple times. There were injuries sustained by the emt worker. He was transported to the hospital and placed on a ventilator, and then later transported to a neuro rehab. The patient involved in the accident died.

Event description:
It was reported that there was an ambulance accident involving stryker products, where the vehicle flipped over multiple times. There were injuries sustained by the emt worker. He was transported to the hospital and placed on a ventilator, and then later transported to a neuro rehab. The patient involved in the accident died.